Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. Following predilation of a calcified lesion in the lad with a quantum balloon, the physician deployed a taxus express2 3.0 x 16 mm drug eluting stent. The taxus stent was deployed at 9 atms and was postdilated at 12 atms. The physician then experienced difficulty removing the delivery system balloon. After advancing the guide, the physician inflated/deflated the balloon and was able to remove the system. The taxus stent was postdilated with 3.25 mm quantum balloon. No pt injuries or complications were reported.